Manufacturer narrative:
Taper ii : device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. Visual inspection noted the returned port was observed to have yellow particles on the outer surface of the device. A suture was observed to be attached to one of the port holes. One of the port holes was damaged/broken, and the other two were observed to have rough edges. The port septum/port base was noted to have pulled material and scratches. A fill inspection was performed, and no blockage or resistance to flow was noted. The port taper tubing was observed to have a surgical end cut, consistent with the removal of the device. Device labeling addresses the reported event of port leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Precautions: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to have "come in for a fill, then came back for decreased satiety and no restriction. Patient had a volume check, and lost volume so they were sent for a upper gi." The port was removed and replaced.